Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The device was started up at 11:38:17 on (B)(6) 2022. At 16:17:23, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with pvcs/nsvt transitioning to vt @ 180 bpm with motion artifact and electrode lead falloff. Detection ends at 16:31:07. The lifevest properly at detected vt at 16:17:23 on (B)(6) 2022. Response button use, CPR/motion artifact and electrode lead falloff prevented the lifevest from treating the patient. The electrode belt was disconnected at 16:31:36 on (B)(6) 2022.